Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking from the o-ring near the septum. Customer decided against loading a new cartridge. No additional information was known or reported. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
H6 remove 3221.